Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure, the fast fix 360 failed; t2 of the device couldn't be deployed. Surgery was resumed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was not returned with the t1/t2/suture. The needle is bent. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation of the device showed that the actuator would move to the end of the needle but would not return to the pre-t2 position due to the bent needle. An evaluation of the customer provided image showed two s +n shipping pouches lying besides each other. One pouch has batch number 2064186 on the label the other label has batch number of the complaint, 2080902, on it. The devices are not visible inside of the pouches. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.